Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day prior the peritonitis diagnosis, the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, discontinued) and amikacin injection (250mg, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.